Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external controller malfunction.

Event description:
Major pump unit(s) involved: external control system failure. Additional text: broken controller clip. Specific component(s) involved: external controller malfunction. Additional text: broken controller clip. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of external controller. Implant device type: lvad.